Event description:
It was reported that during device change out for normal eri, far p-wave oversensing and double counting of qrs waves were observed. During dft testing, low, out of range, high voltage lead impedance and an alert for a possible high voltage lead issue were noted. The lead was cut, capped, and a portion returned. The patient is doing well.

Manufacturer narrative:
A partial lead with the connector pin measuring 18.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be determined.